Event description:
Rptr was using 30 degree wedge to treat pt. Gantry was being rotated back up after being in a pa orientation and the wedge fell out of slot and hit the floor. Neither pt nor staff were injured. Wedge tray had to be replaced. When wedge is used it must slide all the way into slot and lock into position in order to clear the interlock or the machine will not function. In this instance, the wedge was locked into position, the interlock was cleared and the pt treated; but somehow the wedge still fell out.